Event description:
Customer reports to have received a button error alarm. Customer's blood glucose reading was 115 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.